Event description:
It was reported that the pump showed error code: 41541. Per reporter, the device was just sent in for attach/reattach error on downstream occlusion. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.